Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(4), 2010. According to the complainant, during the procedure, after the radial jaw 3 single-use biopsy forcep device was fed down the scope it was noticed that the head of the device was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the clevis bent, however the device was able to open and close correctly considering the condition of the returned device. The condition of the returned incident device was consistent with the complaint that the clevis bent. The device was tested and failed to meet manufacturing specifications. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010.according to the complainant, during the procedure, after the radial jaw 3 single-use biopsy forcep device was fed down the scope it was noticed that the head of the device was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.